Event description:
It was reported that the patient was in the hospital for a cardioversion. The anterior patch was touching the bottom part of the can and a 3.5 second pause of telemetry was noted with a few escaped beats. The device was checked and everything was normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.